Event description:
The customer reported a leak from the coulter act diff analyzer. The customer reported the instrument was also failing startup when the leak was observed. The volume of the leak was about 1 cup and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/22/2015. The fse found that valve 14 was damaged and was causing the white blood cell (wbc) bath to overflow. The fse replaced valve 14, which repaired the leak and the failing startup. The repairs were verified per established procedures. (B)(4).